Event description:
Mea procedure performed in 2006. A trg activation aborted the mea treatment at the initiation of the procedure. The treatment was restarted without the required investigative hysteroscopy. A second trg activation aborted the mea treatment and the procedure was started a second time without investigative hysteroscopy. The procedure was then completed without further incident. The pt returned approx 72 hrs post treatment with acute abdominal pain. Laparotomy confirmed uterine perforation and subsequent thermal injury to the bowel. Corrective surgery was performed. Pt recovered without further complications.

Manufacturer narrative:
The mea system records data for each pt treatment procedure, including system parameters and pt data entered by the physician. The company analyzed the mea system's treatment data file associated with this event. The conclusions of the analysis were that both the applicator and the mea system were functioning within operating specifications at the time of the treatment, and no malfunctions or performance deviations were present. The company also tested the applicator which was found to pass all production final test procedures. This event occurred outside the us; in the us post-dilation hysteroscopy to confirm an intact uterine cavity directly prior to insertion of the mea applicator is mandated. In the event of a temperature rise gate trip, investigative hysteroscopy is mandated outside the us prior to proceeding with the mea treatment. Add'l catalog# applicator - 900-002. Add'l device mfg: applicator 03/2002.